Event description:
It was reported that the patient with this electrode received one inappropriate shock due to oversensing of noisy signals. The device tachy therapy was programmed off. The physician has made the decision to explant and replace this device. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received one inappropriate shock due to oversensing of noisy signals. The device tachy therapy was programmed off. The physician has made the decision to explant and replace this device. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, the source of the noise that was oversensed was myopotential noise cause by repetitive motion as the patient was sawing with handsaw at the time. The procedure has not been scheduled at this time. This device remains in service. No adverse patient effects were reported. Additional information received, the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received one inappropriate shock due to oversensing of noisy signals. The device tachy therapy was programmed off. The physician has made the decision to explant and replace this device. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, the source of the noise that was oversensed was myopotential noise cause by repetitive motion as the patient was sawing with handsaw at the time. The procedure has not been scheduled at this time. This device remains in service. No adverse patient effects were reported.